Manufacturer narrative:
Pump received with critical pump error due to moisture damage on electronic assembly. Also received with moisture damage on the battery tube, vibrator, keypad flex tail and motor assembly. No moisture damage on the keypad traces and dome switches noted. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the keypad buttons are cracked. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.